Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus elite drug-eluting stent was selected for use. However, during introduction, the strut of the distal stent edge was deformed. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus elite drug-eluting stent was selected for use. However, during introduction, the strut of the distal stent edge was deformed. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was 70% stenosed located in the left anterior descending artery.